Event description:
Adverse event(s): "chamber collapse" (collapse). Product problems(s): "loss of irrigation pressure" (decrease in pressure); "lost the physician's settings" (device operates differently than expected) a nurse reported several times the system has lost the physician's settings and once the system lost irrigation pressure resulting in a slight chamber collapse. There were no patient injuries reported by the facility.

Manufacturer narrative:
The company service representative examined the system and was unable to duplicate the reported problem. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).